Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Furthermore, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.

Event description:
On (B)(6) 2024, the reporter of the lay-user/patient contacted lifescan (lfs) USA, alleging that his mother¿s onetouch ultra 2 meter displayed the meter message ¿apply blood¿ after applying a blood sample. The complaint was classified based on the customer care agent (cca) documentation. The reporter claimed that the alleged issue started on (B)(6) 2024, around 8 am, when his mother tried performing a test before breakfast as she usually does. The patient manages her diabetes with a fixed dose of unspecified insulin (14 units once a day at night) and the reporter denied that the patient took any action in response to the alleged issue. The patient was unable to check her blood glucose levels for two days and started presenting symptoms of ¿feeling dizzy, could not walk, no strength in her body and could not talk and was mumbling¿ on (B)(6) 2024, around 8 am. The reporter called an ambulance, and they took a blood glucose reading of ¿52 mg/dl¿ on an emergency medical services (ems) meter. The patient was brought to the hospital where she received IV fluids and was hospitalized. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient had used the correct test strips and was following the correct testing process. After walking through resolving the issue per the owner¿s booklet, the issue remained unresolved. Replacement products have been sent to the patient. This complaint is being reported because the reporter claimed that the patient was unable to test their blood glucose due to the reported issue, reportedly developed symptoms suggestive of a serious injury adverse event and reportedly received hcp treatment for an acute low blood glucose excursion after.